Manufacturer narrative:
G4: 03mar2020. B4: 04mar2020. The manufacturer's field service engineer (fse) confirmed the reported issue. The customer decided to scrap the hardware and remove unit from service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18nov2019.

Event description:
The customer reported that the device was unstable and shut down. There was no patient involvement.